Event description:
During a robotic-assisted right middle lobectomy, the graphite housing of robotic forceps instrument split and the instrument was stuck laterally and the trocar had to be removed from the pt to get the instrument out of the trocar. No injury to pt.